Event description:
Patient reported " they put saline at the bottom of my right and it's gotten heavy. It gets hot. My right breast is 3 inches lower than the other one. I also have nontuberculin mycoplasmic bacteria - which we think is what's causing the calcification of my right implant." This records is for the right side. Device remains implanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.